Manufacturer narrative:
The evaluation has been completed. One trocar knife from an esa kit was returned in an opened small parts pouch. The se5425wvb pack label from lot w8026 was also returned. The expiration date on the label was 2022-mar-13. The assembly was dirty with particulates and dried solutions visible on the knife. Microscopic examination was performed. The valve flaps had visible gaps and there was a small section that was torn off and was missing. It should be noted that a torn flap could contribute to leaking. However, due to evidence of use, the cause of the torn flap cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Investigation ongoing.

Event description:
The user facility reported, while removing the 25g cannula from the eye the valve was leaking. As a result the wound required suturing. There was no patient injury reported.